Manufacturer narrative:
Investigation summary: it was reported there was poor scale markings. To aid in the investigation, eleven samples in a plastic bad and seven photos were provided for evaluation by our quality team. A visual inspection was performed. Three samples have no defects or imperfections. The seven photos provided show some of the samples received. A device history record review was completed for provided material number 301031, lot number 1307371. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ 20 ml syringe had scale marking issues. 110 syringes were affected, however, no patient impact reported. The following information was provided by the initial reporter: bad impression: 110 pieces.